Event description:
It was reported that a caregiver requested assistance with an ilet supply change, completed the procedure successfully, and subsequently observed high glucose readings on the pump; a confirmatory fingerstick measured 361 mg/dl, which was entered for calibration, and later a follow-up reading was 296 mg/dl after assignment to an advanced troubleshooting resource and education on consistent meal timing. Symptoms included hyperglycemia. Outcomes included ongoing monitoring at home without medical intervention or hospitalization. Investigation included user guidance, review of infusion set handling and disconnections, calibration steps, and education on meal spacing. Investigation of this case revealed that recurrent disconnections and pauses could contribute to elevated glucose, with no device malfunction reported or identified. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.